Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. The noise was suspected to be due to non-confirmed lead damage. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating provocative testing was performed and the noise was unable to be reproduced. The patient was in stable condition and will continue to be monitored.